Event description:
A peritoneal patient reported that the a fluid leak was noted at the end of treatment. When the cassette was removed from the cassette compartment, it was moist. The patient was not connected to the cycler at the time of noting the leak. The patient also reported that the cycler displayed the message make sure heater bag is on heater tray.

Manufacturer narrative:
Exterior visual inspection showed no signs of physical damage there are visual indication of dried fluid was found within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Testing found no indication of an equipment failure that would cause a fluid leak. The cause of the encountered dried fluid could not be determined.

Event description:
A peritoneal patient reported that the a fluid leak was noted at the end of treatment. When the cassette was removed from the cassette compartment, it was moist. The patient was not connected to the cycler at the time of noting the leak. The patient also reported that the cycler displayed the message make sure heater bag is on heater tray.